Manufacturer narrative:
The synergy ous mr 2.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the proximal stent region were lifted and pulled distally. The undamaged stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15oct2021. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. Following pre dilatation with a 2.00 x 15mm non-boston scientific balloon, a 2.50 x 20mm synergy drug eluting stent was advanced but could not cross the target lesion. The device was removed and the procedure completed with a different device. There were no patient complications and the patient condition was stable. However, device analysis revealed stent damage.